Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that failure to maintain the recommended suction may result in device failure. A review of the instructions for use found that excessive use can result in electrode failure. A visual inspection of the returned instrument shows the shaft is severely bent with kinks. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. Suction tube was not functional due to blockage that could not be resolved. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) insufficient suction is used during the procedure, (2) tissue can build up and prevent proper saline flow. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoidectomy surgery when the procise max was used the tip of the metal piece broke while the surgeon was melting the tissue, the wand was clogged despite back flush. The issue was completed with another procise max, but the surgeon had to use 3 competitor devices since the adenoid tissue was too huge to resect. The surgery was delayed for 3 hours since there was too much clogging and the wands were not working properly. There were no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.